Event description:
Customer called on (B)(6) 2011 reporting that the unicel dxh 800 coulter cellular analysis system did not flag a patient result for blast flag. Customer mentioned that the instrument did however, generate a suspect differential flag. Customer reported that the operator reviewed the patient specimen because the instrument generated suspect flag and performed a manual differential when he discovered 72 blast cells on the smear. Erroneous results were not reported out and no change to patient treatment was attributed to this event. Raw data analysis revealed that the abnormal specimen was not significant enough for the algorithm to set blast flag. However, the instrument did generate suspect flags for the specimen which alerts the operator to further review the specimen. The instrument would have flagged at the highest sensitivity for left shift but the instrument was set to mid level by the customer. Instrument was shipped from manufacturing at high level which is the default setting. Service was not dispatched for this event.

Manufacturer narrative:
The instrument's sensitivity was set at medium level. Instrument would have flagged at highest sensitivity for left shift.